Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air and blood aspirated. After inserting the farawave into the faradrive and trying to aspirate we noticed that we would draw in air. There seems to have been air-ingress. Faradrive catheter was exchanged and new faradrive had no issues. Air was visible in the sheath while aspirating. So, a mix of air and blood. After device the replacement the procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air and blood aspirated. After inserting the farawave into the faradrive and trying to aspirate we noticed that we would draw in air. There seems to have been air-ingress. Faradrive catheter was exchanged and new faradrive had no issues. Air was visible in the sheath while aspirating. So, a mix of air and blood. After device the replacement the procedure was completed successfully without patient complications. The device is expected to be returned.